Manufacturer narrative:
The delivery device was requested, but was not returned to bausch+lomb. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the intraocular lens was removed intraoperatively from the pt's eye due to bent haptic noted upon insertion. The incision was enlarged to remove the lens and sutures were placed to close the wound. Another lens was implanted successfully and the pt's prognosis was reported as good. Please ref MDR #1119279-2013-00137 for the delivery device used during the event.